Event description:
A report was received that the patient was experiencing pain at the pocket site. An x ray showed the ipg has not migrated. The pain occurs with the stimulation both on and off. The physician does not think the pain is device related but prescribed the patient oral antibiotics and anti-inflammatory medication. The bsn sales representative reported that the patient's pain had subsided. No further action will be taken.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.